Event description:
Information was received from a patient regarding an external device. Patient services wanted to note that the patient was very difficult to understand and while patient services was 99% certain that the patient had a broken desktop charger connector pin, there was a point where there was a question if there was an issue with the recharger/antenna and patient asked for a new recharger as well as a new dtc because they had been told that if they weren't able to charge the implant, they would have problems with their implanted neurostimulator and then reported medical history: that it had happened once before and the battery had turned off but they were on vacation for 2.5 weeks and they never realized it was broken until they had a problem, so the problem continued for as long as the patient was on vacation and until they could get back to take care of it to get a replacement. Patient stated "it doesn't help me when I can't breathe" (patient confirmed they were referring to not being able to breathe when the therapy was off). Patient services did not ask any further questions about this reported information as they were focused on the reason for call. Given the urgency the patient had to charge and due to the fact that the patient was very difficult to understand, a request was sent to repair to re place both the desktop charger and the recharger. Patient services also did not collect serial numbers due to the nature of the call.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.